Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted: (B)(6) 1996.

Event description:
It was reported that a warning was triggered due to low impedance on the right atrial (ra) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.